Manufacturer narrative:
The insulin pump was received functioning properly; with all operating currents are within specification. No unexpected failed battery test alarms noted. However, the insulin pump had minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was 230 mg/dl. During troubleshooting, the caller received another failed battery test. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.